Event description:
The surgeon implanted a silicone lens. The lens was removed due to a capsule tear. A vitrectomy was performed. Surgeon was using a new piece of equipment called "chan manipulator" felt this may have caused the capsule tear or that the pt may have moved.